Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia episode due to low atrial sensitivity and p waves were higher. Furthermore, p wave over sensing was observed on stored intracardiac electrogram. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.